Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed that the nibp pump inflates but does not stop, making nibp measurement impossible, even with new accessories. The fse replaced the nibp pump kit, performed calibration, and verified proper operation. The device was found to be functioning as expected. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the non-invasive blood pressure pump inflates but does not stop. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.